Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one other complaint on this device. Evaluation of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. The event log also features several "battery_empty" alarms as well and it was noted that the pump could not turn on it's own, and only powered on when it was plugged into ac power. A new battery was placed into the pump to run the infusion. A 100 ml infusion was ran on the pump using the end user's configuration of a 46 hour infusion rate, with a rate of 2.2 ml per hour. The infusion was unable to complete successfully as the pump abruptly powered off during the infusion. Upon turning on the pump the only available option was "new infusion", meaning that the pump did power off abruptly and lost it's current infusion parameters. A new battery was placed in the pump once again and the infusion was restarted with the same parameters. The infusion was successfully completed and the pump did not power off abruptly before finishing. Since the pump was able to pass the test once a new battery was put in, this points to a battery with an insufficient charge being the root cause of the reported power off. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 12/21/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one other complaint on this device, see complaint # (B)(4). Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.